Manufacturer narrative:
The impella cp is expected to be returned for evaluation. The investigation has not yet begun, therefore a follow up report will be sent with results upon completion.

Event description:
An impella cp was inserted into the right femoral artery of a patient for support for amicgs. The patient experienced ischemia, a vascular injury and bleeding in the right femoral artery, requiring surgical vascular repair. The impella cp was removed and re-inserted via axillary access.

Manufacturer narrative:
The impella cp was returned for evaluation. The 14fr introducer was not returned for evaluation as it was discarded following the event. Visual inspection found a small mark and light scratch on the outer sheath of the repositioning sheath. These scratches were consistent with damage that could be incurred when passing through calcified vasculature although it is doubtful that the calcification was the cause of the patient bleeding or vascular injury. There was no other evidence of defects that could have contributed to the vascular injury or bleeding. Without the 14fr introducer being available for evaluation, the in conclusion, the cause of the site bleeding and vascular injury were unable to be determined. A review of the device history record found no other issues or complaints related to this failure mode with this lot number.